Event description:
A discordant (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated two times on the same system. The patient was redrawn and the redraw sample was tested on the original system and on an alternate system. It is unknown what repeat results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant (B)(6) result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that there was no instrument malfunction during the time of the event. The ccc reviewed qc and calibration data provided by the customer. The cause of the discordant hbsag result is unknown. The customer successfully repeated the patient sample. The instrument is performing within specifications. Further evaluation of the device is not required.